Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. Customer reported the volume collected after pbsc procedure was 737 ml as opposed to the expected target volume of 236 ml.

Manufacturer narrative:
(B)(4). Donor info was changed one hour into the procedure to reflect the new values as well as decreasing the end point to 3xtbv. New target collect volume = 230 mls, #harvests = 23. No alarms occurred during the procedure. The pt was stable after the procedure. Kit was not available for a specific root cause analysis. A DHR review was conducted, no anomalies were found. Sterilization record did not show any anomalies in this process either. A service call was initiated to this machine to make sure this is not equipment related. One of the causes of over collection is mentioned in hha 103 as misloading the collect/replace pump. However, the misload had to be so grossly apparent that any trained operator would not miss it. Root cause: this failure mode is also suggested by the comments made by the caller. A new operator performed the procedure. A more experienced operator made the phone call to the support line and stated that the tubing was possibly not properly loaded at the collect valve. At the time of call, the kit was still in the machine and photos were requested. The review of the photo showed the tubings were not flossed all the way to the bottom of the groove.